Event description:
Lithotripsy machine malfunctioned during procedure. The machine had a repair completed the week prior to use at mercy. Machine vendor believes that the part which was replaced was defective. Had to reschedule for surgery 10 days later to finish the shocks. Brought into facility by gateway lithotripsy, (B)(6).